Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction occurred. There was no reported impact to the customer's blood glucose levels. Multiple attempts have been made to complete troubleshooting with the customer and to gather further information on the event, however no response was received.